Event description:
A patient reported experiencing inaccurate erratic results with an ot ultra meter. The patient's blood glucose results were 245mg/dl, 161 mg/dl, 194 mg/dl. Test were done less 10 minutes apart with a difference of 21%. Patient did not experience any adverse events. No further information has been reported.